Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had high heart rate, arrhythmia and thoracic pain. It was reported that there was a pacing problem but it was then found that the implantable pulse generator (ipg) had the wrong time settings. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.